Event description:
This case was cross referenced with (B)(4) (cluster). This unsolicited case from united states was received on 30-jan-2018 from a physician. This case concerns a (B)(6) female widowed patient who received treatment with synvisc one and after unknown latency the patient had swelling and pain, also, device malfunction was identified for the reported lot number. Medical history included bilateral knee pain (pain was primarily at the medial joint line and was worse with increased activity and especially with going up and down stair), severe medial compartment osteoarthritis of the right knee, moderate osteoarthritis of the left knee, bone-on-bone arthritis, high blood pressure, cataract, chronic gas, missing teeth, night sweats, hemorrhoids, history of uti, leg swelling, painful swallowing and problems (allergy/ sensitivity) with anesthesia, left thumb had been bothering (since many years and progressively worsening; pain was localized to the area of the basal joint, and was worse with gripping and twisting with the left hand) and bunion of the left foot. Patient had synvisc one in the right knee (10 years ago) which did well. Patient did got clicking and popping in the knees and was limited with how far she was able to walk because of the knees. Concomitant medications included amlodipine, quinapril. Family history included blood pressure, diabetes and cholesterol. On (B)(6) 2017, the patient initiated treatment with single intra-articular synvisc one injection, one prefilled injection (batch/lot number: 7rsl021; expiry date: 31-may-2020) for osteoarthritis right knee. On (B)(6) 2017, the patient went to emergency room (ER) due to swelling and pain. Patient was advised to follow up with the physician. Corrective treatment: not reported for all. Outcome: recovered for all. An investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation is completed, corrective and preventive actions would be implemented. Seriousness criterion: important medical event for device malfunction pharmacovigilance comment: sanofi company comment dated 08-feb-2018: this case concerns a female patient who had received synvisc-one injection from re-called lot and later developed swelling and pain. The temporal relationship is significant and hence, causal role of suspect product cannot be ruled out in occurrence of the event. Furthermore, the concerned lot has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.